Event description:
Reporter alleged obtaining discrepant blood glucose values of 279 mg/dl back to back with a result of 135 mg/dl when testing was performed on the aviva system. No exact time between testing was performed other than the reference to back to back testing. No actions were reported taken or treatment received. A request was made for the return of the suspect device, and replacement product was sent.